Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the tightly calcified left main artery. A 4.00 x 16 mm promus element¿ stent was advanced for treatment. However, post stent dilatation, distal edge dissection was observed. A different device was used to cover the dissection and the procedure was completed. No patient complications were reported and the patient's status was stable.